Manufacturer narrative:
(B)(4).a leak from the connection between the supply bag and supply line was reported and is a known cause of this alarm. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a small leak at the connection of the supply bag to the supply line. The patient would use manual supplies to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.